Event description:
The physician reported noise sensing relative to the subject lead. A re-intervention was performed to correct the issue, and the subject lead was capped and left implanted.

Event description:
The physician reported noise sensing relative to the subject lead. A re-intervention was performed to correct the issue, and the subject lead was capped and left implanted.